Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, while the clip was positioned in the patient's stomach, the nurse attempted to advance the clip out of the sheath however, the blue gripper detached from the sheath. Therefore, the clip could not be advanced from the sheath. The entire device was removed from the patient and the case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.(B)(4)